Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the air sensor and downstream occlusion (dso) seal were both unattached and falling off. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The visual inspection showed the downstream occlusion (dso) and upstream occlusion (uso) seals delaminated. A functional test was performed, and the reported issue of detached air in line detector was observed, the complaint was confirmed. The air detector, dso and uso seal were replaced. The device passed all functional testing after repair.